Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event and implant dates: estimated date. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the pilot guide wire tip detached and remains in the left anterior descending (lad) vessel of the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.